Manufacturer narrative:
The user stated the device is overheating while charging. No damages were observed to the pdms exterior. No evidence of exposure to thermal energy could be found. A battery was not returned with the device and could not be inspected. The device was powered on using a charged battery. No damages or defects were observed to the battery compartment. Log files from the date of occurrence were not available. Due to this, history of device temperature on the date of occurrence could not be inspected. History of device battery temperature from before and after the date of occurrence was inspected and no evidence of device over-heating was observed. The device was allowed to charge during investigation. The device was not observed to heat up during investigation. The user reported exposure to thermal energy could not be confirmed. The cause of the event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) got hot while charging.